Event description:
It was reported the patient experienced a loss of stimulation after being implanted for approximately nine months. It was observed that the end of service message was displayed on the remote. The patient underwent a revision procedure to replace the implantable pulse generator (ipg) and did well postoperatively. Physical analysis of the device could not be conducted in our laboratory as it was retained by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.